Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the battery gauge for this pacemaker exhibited a remaining longevity of one year. At the previous device check a couple months earlier, the gauge showed a remaining longevity of less than six months remaining. Boston scientific technical services (ts) recommended following the longevity estimate of less than six months remaining. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating the device reached end of life (eol). The device was explanted and replaced. No adverse patient effects were reported.